Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Patient has had a prior ercp with plastic stent placement "[(B)(6)2026]".<cn-103508>attempted to remove first 7x15 stent and it broke at proximal flange.was able to successfully remove this 7x15 with rat tooth forceps.<cn-103556>attempted to remove second 7x15 stent and it broke at proximal flange.attempted to use rat tooth forceps but it kept slipping.used snare again and it broke again.second 7x15 stent still inside patients cbd.patient will have a repeat ercp to try and remove.__________________________________________patient outcome"was able to successfully remove this 7x15 with rat tooth forceps."